Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there was no observed physical damage to the battery compartment. The pump passed a leak test. Moisture contamination was still found in the battery compartment. This complaint is being reported because, the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.